Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous closure of acquired gerbode type I defect in adults: summary of a consecutive series of 7 cases. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of acquired gerbode type I defect in adults: summary of a consecutive series of 7 cases", was reviewed. The article presented a case study of a 68-year-old female patient with a history of right ventricular failure and hemolysis. On an unknown date an 8 mm amplatzer membranous vsd occluder was chosen for implant to treat a gerobe defect. The device was implanted. Post-implant the patient developed heart block. A permanent pacemaker was implanted. On an unknown date the patient developed a cardiac tamponade due to the temporary pacing electrode. "[The primary and corresponding author was ewa peszek-przybyla, division of cardiology and structural heart diseases, medical university of silesia, katowice, poland, with corresponding e-mail: ewapeszek@gmail.com.]"